Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual and functional evaluation could not be performed since the products were not returned. The reported device had been placed on tooth # 4 for an unknown period of time. X-ray or picture images were not provided and no other information was provided. DHR and complaint history review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that the unknown zimmerbiomet healing abutment fractured off inside of an unknown tsv implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the unk zb healing abutment fractured off inside of an unk tsv implant.